Manufacturer narrative:
Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis